Event description:
It was reported that the patient's lead was damaged during the explant procedure. A segment of the lead was left inside the patient. The reason for explant of the device was not provided. No further details, patient symptoms or outcome were provided at the time of this report. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.